Manufacturer narrative:
Device evaluation: the stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause for the difficulties experienced with this complaint incident.

Event description:
Clinical study. It was reported that 553 days after a coronary drug eluting stenting treatment procedure, the patient required a target vessel reintervention (tvr). The index procedure treated a 3.0x10mm, 80% stenosed, and mildly tortuous lesion in the mid left anterior descending artery (mid lad) with predilation and placement of a taxus express2 3.0x12mm drug eluting stent, reducing stenosis to 0%. The index procedure also treated a 3.0x12mm, 70% stenosed, mildly calcified, and mildly tortuous lesion in the mid right coronary artery (mid rca) with predilation and placement of a taxus express2 3.0x16mm drug eluting stent, reducing stenosis to 0%. The patient was discharged the next day on aspirin and plavix. At 553 days after the index procedure, a non-bsc stent was placed in the distal lad due to diffuse in-stent restenosis. Relationship to the taxus stent was "probable." The patient was discharged to next day. No further information is available at this time.